Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an intermittent ma on in error message. No pt injury was reported.